Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A patient had a clarifix procedure and concomitant polyp removal on (B)(6) 2021. Four weeks post op, on (B)(6) 2021, the patient presented with some bleeding that later moved to severe. The patient was pack with gauze and balloon unsuccessfully. The bleeding was unilateral on the right side. Embolization was later tried at a hospital unsuccessfully. On (B)(6) 2021 the patient had a successful ligation procedure. No further bleeding has been noted.